Event description:
Pt alleges receiving breast implants on 9/1/86 as replacements. Pt also alleges in 1994 she developed swelling, tenderness, shrinking and dropping. Physician's note states, "radiological evidence of implant leakage."